Manufacturer narrative:
Not returned to manufacture. The device associated with this report was not returned. Provided information states that the reamer handles were not able to be properly cleaned because the reamer attachment does not come off. The investigation could not draw any conclusions about the reported event with the information available. It is known that a newer design for this item is available, 2440-00-520, which is easier to clean as it can be disassembled; however, there are no plans to discontinue this design. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The acetabulum reamer handles were not able to be properly cleaned because the reamer attachment does not come off.